Event description:
Patient reports that after filling up her pump reservoir with insulin, and inserting the cannula, the pump randomly delivered a large bolus of insulin. This resulted in a series of low blood sugars. When pump was examined by cde, icon on the screen displayed a full reservoir, however, upon examining the reservoir, it was empty.